Manufacturer narrative:
Date of death is unknown. Evaluation, results: inherent risk of procedure (endoleak, death, migration, rupture, infection, conversion to open surgery), (cause of event is unknown). Evaluation, conclusions: (cause of event is unknown).

Event description:
Secondary procedures after infrarenal abdominal aortic aneurysms endovascular repair with second-generation endografts, michel a. B artoli, ann vasc surg 2011; -: 1-9 a talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology not reported. On an unknown date, an unknown talent stent graft was implanted. During a prospective study of 162 patients who underwent eval between january 1998 and december 2007 (10 of which were talent). There was no connection between device used and clinical outcome. Six patients died in within 30 days of the implant procedure. Fifty seven patients died after the first 30 postoperative days, 1 due to aaa rupture. Two patients died of unknown causes. Out of the entire patient population, there were 10 type I endoleaks, 17 type ii endoleaks, 1 type 3 endoleaks, 1 type v endoleak, 3 ruptures, 13 occlusions, 1 bypass and 1 infection. In two of the rupture case, the patients were converted to open. Patient status is unknown.